Event description:
A hospital employee alleged two 3m¿ ranger¿ high flow disposable sets (model 24365) leaked fluid. One set reportedly was discovered to have a kink in the tubing below the auto-venting bubble trap. The employee alleged that set leaked saline at the seam during priming. The employee alleged a second set leaked saline at the seam by the auto-venting bubble trap during priming. No patient or staff injury was alleged.

Manufacturer narrative:
No information was provided. No staff or patient injury occurred. The customer reported two lot #'s, hw8255 and hw8284, were associated with this reported incident. Lot # hw8284 was manufactured on dec 11, 2018 with an expiration date of dec 11, 2021. The sample has not been received by 3m (B)(6) for evaluation. 3m was unable to verify the leak location, kink and the identify the root cause without the sample. Analysis is pending on returned samples to verify leakage location. 3m will continue to monitor.

Event description:
Two 3m¿ ranger¿ high flow disposable sets (model 24365) leaked fluid. One set reportedly was discovered to have a kink in the tubing below the auto-venting bubble trap. The employee alleged that set leaked saline at the seam during priming. The employee alleged a second set leaked saline at the seam by the auto-venting bubble trap during priming. No patient or staff injury was alleged.